Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed via provided photograph. Visual examination of the provided photograph identified the impactor pad had fractured. Further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, the impactor pad fractured during use. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no additional information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; g3; g4; h2; h4; h11. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.